Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and service report. Our field service engineer (fse) was on-site to investigate the reported issue further and tighten the screws. No parts were replaced and the compressor was cleared for use.

Event description:
Manufacturer's reference. #: (B)(4).

Event description:
It was reported that the compressor's side rail was loose. There was no patient harm. Manufacturer's ref. #:(B)(4).